Manufacturer narrative:
510k: this report is for an unknown matrixmandible plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: wojczynska, a., gallo, lm., bredell, m. And leiggener, cs. (2018), alterations of mandibular movement patterns after total joint replacement: a case series of long-term outcomes in patients with total alloplastic temporomandibular joint reconstructions, international journal of oral & maxillofacial "syrgery", pages 1-8 (switzerland). This article presents the clinical and biomechanical outcomes of four patients after total joint replacement (tjr), who exhibited remarkable kinematic features. An example of a healthy subject with no temporary mandibular disorders (tmd) signs or symptoms is also presented. Among the four patients, a (B)(6) male underwent open fracture treatment due to motorcycle accident. The patient continued to experience persistent pain in the pre-auricular area on the operated side, as well as an occlusal disturbance. A radiological examination revealed degenerative changes, exostoses, and "subchrondral" sclerosis, and the patient underwent surgical revision. A loose distal fragment was remove and the condyle was replaced with a condylar head add-on system (depuy synthes, west chester, pa, USA) as a temporary space holder. Five years later, be presented again with pain, swelling, and limited mouth opening. The prosthetic condylar head was displaced into the skull base and was tightly surrounded by bone. Rigid fixation of the prosthesis in the osseous structures had caused a material failure resulting in a plate fracture. The broken plate was removed and accustom-fitted by a competitive device. During opening, the ip initially deviated from the midline to the right, and then returned to the midline at the end of the movement. At 9 year follow-up after tjr, his occlusion was stable. Mouth opening and chewing function were unlimited. The radiological follow-up showed no heterotopic bone formation. This report is for an unknown matrixmandible plate. This is report 3 of 3 for (B)(4).